Event description:
It was reported that the stimulator did not work for the patient, so the leads and stimulator were replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID neu_unknown_lead, serial# unknown, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had stimulator for a while, then had that replaced a few months ago, in the meantime the battery had gone dead. Patient clarified that all battery replacements had been due to normal battery depletion. The first stimulator stopped working so then they got a new one. The patient was asked to clarify again if the other implants that were replaced was due to normal battery depletion and the patient states. "I guess you would say it's the battery, they just weren't it's just wasn't working, so they replaced it with a new one, they say they wear down after a while, so it was normal battery depletion, guess that's what you would call it. "Additional information received reported that the patient had two stimulator replaced due to stimulator". Not working and between those two the patient had one stimulation replaced due to normal eos. It was noted that the patient's file only show two stimulators replaced. The patient was not able to verify if they had another brand implanted, the patient did not have a good memory. The patient was unable to confirm dates of stimulator replacement which reason for replacement. The patient stated being on a higher voltage make battery die sooner.